Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is receiving therapeutic benefit. It is unknown at this time if any surgery/lead revision will take place. The healthcare provider¿s office left a message for the patient, and it was suggested that the patient have their device checked again at different pulse with and amp levels. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device remains in service; the patient was getting therapy results, as determined by turning the device off. It was noted that they will be scheduled for a lead revision in (B)(6), if it is determined that it is needed. The manufacturer representative indicated that they would follow up with the healthcare provider¿s office on (B)(6) 2018 for more information. No further patient complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider ran impedance and reported c<(>&<)>0 1586 ohms, c<(>&<)>1 1477, c<(>&<)>2 1381, c<(>&<)>3 1427 ohms, and all bipoles were greater than 4,000 ohms. The healthcare provider ran impedance at 1.3 volts 210 usec. It was reported that the patient was getting greater than 50% relief, however it was not as good as in the past. The patient was also still feeling stimulation in the appropriate area. The representative (rep) stated the patient was using configuration #2 at 1.2 and it was increased to 1.4 volts. It was noted that it was uncomfortable, and the patient lowered it to 1.3 volts. It was discussed if it was appropriate to do a revision when the patient had relief and was feeling stimulation in the right area. The rep stated the patient had anxiety, hypertension, and fibromyalgia. The patient also had back pain since 4-5 months before the report across their back, but the rep did not think it was related to the device. It was noted that the healthcare provider had not tried turning the therapy off to see if the pain would go away. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the healthcare provider ran impedance and reported 1586 ohms, 1477, 1381, 1427 ohms, and all bipoles were greater than 4,000 ohms. The healthcare provider ran impedance at 1.3 volts 210 usec. It was reported that the patient was getting greater than 50% relief, however it was not as good as in the past. The patient was also still feeling stimulation in the appropriate area. The representative (rep) stated the patient was using configuration #2 at 1.2 and it was increased to 1.4 volts. It was noted that it was uncomfortable, and the patient lowered it to 1.3 volts. It was discussed if it was appropriate to do a revision when the patient had relief and was feeling stimulation in the right area. The rep stated the patient had anxiety, hypertension, and fibromyalgia. The patient also had back pain since 4-5 months before the report across their back, but the rep did not think it was related to the device. It was noted that the healthcare provider had not tried turning the therapy off to see if the pain would go away. No further complications were reported. On 2018-feb-01: additional information was received. It was reported that the patient denied any falls or trauma, so it was unknown what caused the high impedance. The only troubleshooting done to date was turning the amplitude up to 1.3 on (B)(6) 2018; the patient felt stimulation on some programs at 0.7, and was not comfortable turning it up any more. It was noted that the healthcare provider was considering a revision. No further patient complications were reported.